Event description:
During patient treatment with the model 3100b, the "oscillator overheat" caution lamp was activated. The 3100b continued to function properly, however. The patient was transferred to another hospital for non-related issues.